Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin had squirted out of the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, a missing end cap sticker and a cracked reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. The pump was unable to perform the self test, off no power, unexpected restart, occlusion, prime or excessive no delivery tests due to the alarm.